Manufacturer narrative:
The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
Event was reported in 3/23/2026. A healthcare professional reported that a silent nite 3d sleep appliance used by a 58-year-old male patient experienced a device malfunction in which a button fractured off at the anchor. The appliance was originally delivered on (B)(6) 2024. The patient presented the issue on (B)(6) 2026. Per the report, the healthcare provider did not observe any patient symptoms or injury, and no additional medical or surgical procedures were required. The appliance was not replaced. The healthcare professional reported that the patient had excellent oral hygiene, and no relevant medical history was provided. The cleaning and storage instructions for the device were followed. The event was reported to the dental office located in (B)(6).